Event description:
It was reported that loss of capture and oversensing were noted on the patient¿s right atrial (ra) lead. A chest x-ray confirmed that the ra lead had dislodged. The physician elected to explant the ra lead. The patient remained stable.